Event description:
According to the customer, the pregnancy tests were providing results that were "a faint positive" or "stopped working midway".

Manufacturer narrative:
According to the customer, the pregnancy tests were providing results that were "a faint positive" or "stopped working midway". The customer reported due to the issue procedures were either "cancelled/rescheduled/or delayed". The customer reported blood tests were performed after the results to confirm the result. The customer reported the patients are doing "fine". The customer did not report any serious injury related to the reported incident. No additional information is available. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.